Manufacturer narrative:
Correction: g3 of previous report should have been 12 jun 2024.

Event description:
Additional finding(s) observed during analysis that are unrelated to the reported event.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, a complete lead was returned in two pieces. Visual inspection of the lead found external insulation abrasion consistent with friction to another device or feature of the heart breaching the outer insulation and exposing the outer coil distal to the suture sleeve tie impression. During electrical testing the lead was shorting due to procedural damage at distal region of the lead.